Event description:
Discordant high calcium (ca_2) results were obtained with two (2) patient samples on an advia 1800. The discordant results were not reported to the physician due to the delta checks. The samples were retested on the laboratory's second advia 1800 analyzer, and the repeat results were reported to the physician. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and performing a diagnostic test, the fse cleaned the lwp (large water pump) filter and adjusted the water pressure. The actual cause could not be determined, and no conclusion can be drawn as to what caused the discordant calcium (ca_2) results. The instrument is performing according to specifications. No further evaluation of the system is required.